Event description:
High risk, multivessel intervention - iabp placed start of procedure. Adequate augmentation. Balloon position and inflation verified under fluoro. 2.5 hrs later-iab waveform deteriorated. No improvement with normal troubleshooting measures. Under fluoro distal 1/3 of balloon not inflating. Re-prep / flush / reposition - no change. Decision made to exchange for new product. Patient stable throughout. No defect observed per dr and scrub staff.